Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump's display indicated that there was 5.5ml left to infuse, but the nursing team verified that the reservoir was empty. There was no reported patient injury.